Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had the service wrench icon and the charge-pak icon visible in the readiness display after the charge-pak battery charger had been replaced. During device evaluation, physio observed that the device had the service wrench, attention and charge-pak icons in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was determined that the cause of the reported issue was due to process residue at the underside of a resistor, designator r35 on the digital pcb assembly. This process residue put an offset on the gate of a field effect transistor, designator q5 on the digital pcb assembly, and kept the device from powering on. (B)(4).